Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had a bent connector pin upon removal from the product box. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The analysis indicated that the connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.